Event description:
(B)(6), reports that the pt. Was admitted to the hospital on (B)(6) 2024 due to (unspecified) issues with their tunneled line, which has not been replace, onset and resolution dates unknown. Per (B)(6) the patient is expected to be discharged today (B)(6) 2024. No further information, details, or dates available. Winrevair dosing and frequency: inject 0.5ml under the skin for 1 dose, then increase to 1.1 ml for target dose. Each dose should be given 3 weeks apart. Patient has not yet started maintenance dosing. Reported to (B)(6) by health professional.